Event description:
Additional information was received that the cause of the withdrawal failure was not determined. Catheter resistance occurred in the distal section. It was noted that the coil detached from the aneurysm. There was no kink/damage observed to the coil. It was contradictorily stated that the catheter was not removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during coil embolization treatment of an ophthalmic segment aneurysm, a tonbridge xuanwu introducer sheath was used, with a 115 cm 6f microport shentong intracranial support catheter system as the intracranial support catheter, and an echelon 10 microcatheter for coil delivery. During the procedure, a prime es coil was delivered. After detachment of the coil, the coil pushing guidewire could not be withdrawn. The physician removed the echelon 10 microcatheter together with the coil pushing guidewire as a whole, and the procedure was completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for ophthalmic artery segment aneurysm embolization treatment with coils. It was noted the patient's vessel tortuosity was normal. Access vessel was the femoral artery puncture with an 8mm diameter.

Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): an echelon-10 micro catheter and axium implant coil were returned for analysis within a shipping box and within a sealed biohazard pouch. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: the axium implant coil pusher was returned within echelon-10 micro catheter. The axium pushwire was found to be extending ~36.5cm from hub. (Pli-10) upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~51.4cm from distal tip. The distal marker band was found to be flattened. The distal tip appears to have been shaped. No other anomalies were observed. (Pli-20) the axium implant coil pushwire was returned stuck within echelon-10 micro catheter. During removal from catheter body the pushwire was inadvertently damaged (cut) at middle of pushwire. The shield coil was found to be damaged and found to have blood residue. The implant coil was found to be have already been detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.3cm. The echelon-10 useable length was measured to be ~147.3cm which is within specification. An attempt to remove the axium implant coil pushwire from echelon-10 micro catheter was made but unsuccessful. The catheter body was then dissected circumferentially. The echelon body appeared to be occluded with blood residue. The axium implant coil was then removed from the catheter body. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device retrieval¿ was confirmed. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. It is likely the damage/blood found with the returned echelon-10 micro catheter contributed to the reported resistance. The root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿resistance/failure to resheath¿ was confirmed as the axium was returned stuck within echelon catheter body. It is likely the damage/blood found with the returned echelon-10 micro catheter contributed to the reported resistance. However, the root cause could not be determined. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per axium implant coil IFU (instructions for use): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was clarified that the coil did not move or migrate after deployment. Regarding "catheter not removed," it was also clarified that the push guidewire of the coil became stuck inside the microcatheter and could not be retrieved; as a result, the entire echelon system was withdrawn during the procedure. It is unknown whether any kink or damage to the catheter was observed after removal.